Event description:
It was reported that the non-boston scientific left ventricular lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and loss of capture when programmed in a bipolar configuration. The boston scientific device and non-boston scientific leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).